Event description:
It was reported that the patient presented via remote transmission. Upon review, the atrial lead exhibited noise oversensing which resulted in an inappropriate auto mode switch. No interventions were performed. The patient was stable.

Manufacturer narrative:
Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from (B)(6) 2022. This issue is documented in help ticket 333743, csh-28329 and csh-28471. The initial submission attempt was performed on (B)(6), 2022.

Event description:
Additional information received indicated that the atrial lead was explanted and replaced. The patient was stable throughout the procedure.